Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found found the atrial and ventricular hex insets were stripped. The inability to tighten the setscrews could have resulted in the reported output anomaly.

Event description:
It was reported that the pulse generator exhibited no ventricular output. The device was explanted and replaced.